Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: the device related to the reported events of deflation was received on august 07, 2025, with lot number 1039939. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "left explant ruptured" with a saline device (deflation). This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "ruptured", "deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.